Event description:
It was reported a patient had a total hip replacement on (B)(6) 2023 and topical skin adhesive was used. Patient thinks he had an allergic reaction. Steroid cream was prescribed and healed within a week. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. How are you feeling today? Feeling fine. What is the most current status of your reaction? Reaction was treated with steroid cream, and it healed within a week. Have you reported your condition with your physician? Yes, prescribed the steroid cream. What is the procedure name? Hip replacement 5 weeks ago. What was the procedure date? (B)(6) 2023. What date did the allergic reaction occur on? Started same day confirmed reaction on (B)(6). Can you share pictures of the reaction with us? None. Has there been any medical or surgical intervention performed to treat your allergic reaction (product removed; re-operation; re-closure; prescription medication)? If so, please specify: steroid cream was prescribed. If medication was required, please clarify if it was prescribed by a physician: yes was prescribed by the patient¿s physician. Can you identify the product code and lot number of the product that was used? Unknown. Have you been exposed to prineo/dermabond or any other skin adhesives in a previous surgery or wound closure? Yes, in (B)(6) of 2022 patient had a laminectomy of which a skin adhesive may have been used. Patient is going to attempt to find out from the surgical facility. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. May we have your permission to contact your surgeon, for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.